Event description:
The customer reports after an unspecified procedure using an evis exera iii duodenovideoscope with a single use distal cover, the user discovered the distal cover in the patient¿s mouth. The customer feels like the distal cover was not all the way placed on and it just sat in the patients mouth the entire procedure. The distal cover cannot be returned for evaluation as it was discarded by the customer. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the distal cover used in the procedures. Case with patient identifier (B)(6) reports the scope used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being updated to report additional information reported by the customer and investigation findings. New information is reported. Since the subject device was not sent to olympus, there was no device inspection result. Repair history review: the subject device has not been repaired by olympus within the past one year. Since the serial number could not be provided, a device history record (DHR) review could not be conducted. The instructions for use shipped with the device provides the user with the following information related to the reported event: important information ¿ please read before use: precautions: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed. 3.5 attaching accessories to the endoscope: attaching the single use distal cover: - 5 hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. - 6 twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. - if finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover¿ on page 52. With a new single use distal cover, repeat step 1 through 8. Conclusion: root cause of the suggested event was not specified. Consideration: according to investigation findings, the distal cover may have been in a state of easily come off the subject device due to inappropriate attachment to the device, causing the suggested event.